Manufacturer narrative:
B3: date of event: used the first day of the event month as the event date as it was not specified. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via medsun report (B)(4) that shaft break occurred. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment; however, the stent broke at the shaft during procedure. There were no patient complications. No further details were provided.